Manufacturer narrative:
Bolt holes in sub frame. It was determined there is a potential risk to safety if the cot comes out of the fastener system when loading because this could potentially result in injury to the pt and/or caregiver. It was reported that one of the cots worked itself loose from a fastener over repeated use, however the customer has 11 cots and it cannot be determined which cot was involved in the reported incident of coming loose from the fastener.

Event description:
It was reported the cot came free from the fastening system. There was pt involvement, however no adverse consequences have been reported.